Event description:
It was reported the device depleted the same day it was implanted. The device had been charged just prior to the implant surgery. After the device was implanted, it was turned on. Impedances all measured within normal range. Post op, the device was programmed and the patient felt stimulation. While the patient programmer was being explained to the patient, it was noted to display an overdischarge message. A recharge session was started without success. A different recharger was used, again without success. The manufacturer's representative indicated there was an apparent electrical short in the device. The device was replaced the same day. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.